Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away. It was also noted that the patient had a driveline infection. The patient was admitted after a fall for failure to thrive and generalized weakness. Purulent green and yellow drainage was noted around the driveline, as well as leukocytosis. An abdominal wall abscess incision and drainage was performed, and the patient was started on imipenem. A wound vac was also placed. The death was not considered to be device related, and the device operated as expected. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and death. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due right ventricle failure. Per ventricular assist device (vad) team, the patient had a driveline infection and right ventricle dysfunction. Right heart failure existed pre-lvad implant, as the patient was first diagnosed with heart failure in 2000, and right ventricle dysfunction was first noted in 2021 pre-vad implantation. A device related issue did not contribute or cause to right heart failure. The patient experienced anasarca, generalized fatigue and weakness, increasing in severity, shortness of breath, lightheadedness, and severe malnutrition. The event was treated with comfort and hospice care. The patient had multiple readmissions for chronic driveline infection from 2023-2025. The patient was admitted after a fall from (B)(6) 2025 to (B)(6) 2025 for failure to thrive, and generalized weakness. Clinical symptoms and cultures included purulent green and yellow discharge around the driveline, and leukocytosis. Myobacterium fortuitum driveline abscess and vad infection with positive cultures for acid-fast bacilli (afb) on (B)(6) 2023 and (B)(6) 2023. The patient was maintained on omadacycline and levaquin. Most recently, an abdominal wall abscess incision and drainage was performed, and the patient was started on imipenem. A wound vac was also placed. The device was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.